Event description:
This report is to provide the analysis of the device and to include the corrected device information.

Manufacturer narrative:
One ensite x display workstation (dws) was received for evaluation. Based on the information provided to abbott and the investigation performed, the root cause remained undetermined as the field reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a premature ventricular contraction procedure, communication issues resulted troubleshooting measures causing a procedural delay. It was noted that when the ablation catheter was connected, it was not recognized on the ensite x catheter list. The catheter was reinserted, the cable was replaced, and the system was rebooted, all without resolution. The catheter was exchanged, it was also not recognized. This catheter was exchanged for a third and the issue improved. The procedure was completed without replacing the system and there were no adverse consequences to the patient.